Manufacturer narrative:
The reported event of difficulty in untightening the setscrew to remove the lead was confirmed. The device was returned for analysis. Analysis revealed that calcified blood was filling the setscrew inset, preventing the wrench from engaging it. Wrenches cannot penetrate calcified blood so the wrench can only be partially inserted into the setscrew inset. Since the wrench cannot engage the inset, it will slip around in the inset and strip that portion of the inset it is in contact with without untightening the setscrew. In lab testing the calcified blood was removed from the setscrew inset. The wrench could then fully insert and engage the inset to untighten and tighten the setscrew normally. The blood came through a hole punched through the septum by the user of the torque wrench at time of implant.

Event description:
Related manufacturer reference number: 2017865-2025-15498. It was reported that the patient presented for a generator change procedure due to an elective replacement indicator (eri). During the procedure, it was found that the hex wrench could not fit into the set screw of the pacemaker. The physician elected to use another right ventricular (rv) lead to complete the procedure. The old rv lead was truncated, capped, and replaced during the procedure on (B)(6) 2025. Excessive pressure was then used to unscrew the remaining rv lead from the old pacemaker header. The patient remained stable throughout.